Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained that after upgrading to cobas infinity core license version 2.2.3, the results for a test are in inverted order on the printed report. For one single test with multiple results, the last result is shown in the first position and the following results are moved one position down. The software will display the last result in the first position, the first result will be in the second position, the second result will be in the third position etc. For example, if test a has results (r) of r1 and r2, the report will display these results as r2 and r1. Results are not mixed between different tests. This could, however, cause a misinterpretation of patient results since the printed reports that are generated are different then the report structure configured in the work area screen. No incorrect results were reported outside of the laboratory. No patients were adversely affected. During the investigation, it was confirmed that after upgrading from software version 2.1.5 to 2.2.3, the software is changing how the results are sorted for a given test. The customer's allegation was confirmed as a software issue.